Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump will not work. The insulin pump alarms no delivery. Customer has changed infusion sets three times. The blood glucose reading is 210 mg/dl. The blood glucose reading at the time of the event was 545 mg/dl. Diagnosed hyperglycemia. Customer knew his blood glucose reading were high, so he went to the hospital. Customer requested a replacement. Customer declined to troubleshoot the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.